Manufacturer narrative:
(B)(4). Batch # m56916. Additional information received: it was a patient with morbid obesity grade 3; ¿placing first 3 gold cartridges then release more fully the top and posterior aspect of the big tuberosity. Continued stapling section with the gold cartridge characterized with the implementation of the 5th charger, by a hardness and mobilization of gastric tissue associated with an unusual disposition of the staples. Continued gastrectomy with a 6th charger and a symbolic 7th after changing the echelon clip. The examination of the part of gastrectomy in situ, confirmed at the 5th charger, the existence of a deficient staple since the entire outlet is open. Surgeon performed a bleu methylene test to verify there is no leak.¿ surgeon realized 2 half-overlock with veloc 2.0 15 cm. The analysis found that the long60a device was received in good visual condition and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The pictures provided were review during the analysis.

Event description:
It was reported that during a gastrectomy procedure, at the fifth stapling of the stomach, the staple tore the stomach making the surgery more complicated. Bleeding was more important than expected. The procedure time was extended. The procedure ended with manual suture.